Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the alarm occurred after the rewind sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. No a33 alarm, no a17 alarm or a21 alarm noted. The insulin pump passed the self test and a21 error test. The insulin pump was received with deep scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and scratched case.